Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op radiation or chemotherapy? Was the transection taken in one or multiple firings? Was the device difficult to close? On what firing did the alleged issue occurred? Were there any staples seen in the surgical field? If so, what was their shape? Is the colostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that during a low anterior resection, the device did not staple but cut, did not find any staples in the situs. The patient received a colostomy.

Manufacturer narrative:
(B)(4). Batch # p55h8g. Device evaluation: the device and cartridge were received and visually examined. The anvil surface was covered with considerable dried body fluids and this made it difficult to examine the bottom for evidence of staple deposits or scrape marks. Evaluation: the anvil was removed from the cartridge and imaged using an optical microscope. Due to the excessive amounts of dried body fluids it was ultrasonically cleaned in a water based cleaner to remove most of the dried fluids. The anvil was then placed in the scanning electron microscope (sem) and several of the pockets were examined for evidence of scrape marks from staples. The sem has an energy dispersive x-ray (edx) spectrometer attached that can identify the elements present on the sample. When a stapler is fired the staples will slide along the bottom of the anvil pockets. The staples will create a scrape mark in the bottom of the pocket and transfer some of the staple material on to the surface of the anvil pocket. The cs40g anvils are manufactured from a stainless steel alloy that contains iron, chromium and nickel. The staples are made from a titanium alloy that contains titanium, aluminum and vanadium. Thus, if staples were present in the cartridge when it was fired, there should be titanium present in the bottom of the anvil pockets. Sem images of 4 different pockets from each of the staple rows. All the anvil pockets inspected showed evidence of scrape marks on the bottom of the anvil pockets consistent with the location of where a staple would scratch the pocket. Additionally, each of these pockets showed evidence of titanium in these scrape marks. Conclusion: the anvil that was submitted to ethicon showed evidence of scrapes in the bottom of the anvil pockets. These scrapes all contained titanium which indicates that staples were present in the device when the cs40g was fired.

Manufacturer narrative:
(B)(4). Batch # p55h8g. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the knife exposed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Rectum carcinoma. Did the patient receive any pre-op radiation or chemotherapy? No. Was the transection taken in one or multiple firings? They tried it with one, but the device did not staple well. Was the device difficult to close? No. On what firing did the alleged issue occurred? First. Were there any staples seen in the surgical field? If so, what was their shape? No. Is the colostomy temporary or permanent? Permanent. What is the current patient status? Ok.